Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior. No blood was observed inside the iab catheter. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leak was detected. Two kinks were found on the inner lumen within the membrane approximately 19.8cm and 20.3cm from iab tip. We are unable to confirm because of the returned condition of the product indicates that the reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy blood observed in the catheter during surgery. The iab was replaced due to burst. There was no injury or harm to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy blood observed in the catheter during surgery. The iab was replaced due to burst. There was no injury or harm to the patient.